Event description:
The customer reported the system displayed an x-rays disabled error message on the c-am. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the generator interface board and reloaded configuration files. The system operates as intended.